Event description:
Spontaneous communication. Patient's dad reported pump alarm. Patient rotates pump with each mil! And got an alarm with last cassette change. Dad unsure message that displayed, but stated this happened before (no events found to have been reported in the last 6 months). Last time this happened, they determined it was the cassette causing the alarm. He said they switched pumps and got same alarm, so they changed to a new cassette. No issues. Fault did not occur while in use and did not cause injury. Infusion is life sustaining. Issue resolved. Will send replacement cassettes in case they have this issue again and dad stated he would send back bad cassette. No further information available. Cassette lot number and expiration date not provided during consult [unknown]. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; once returned. Did we [MFR] replace the cassette? Yes; did the pt have add'l cassette they were able to switch to? Yes. Pump return tracking info is not applicable to event. Photographs were not provided. This is a continuous infusion set flowrate and volume delivered are unk. Position of pump when alarm occurred is unk; no add'l info is available at this time. Reported to (B)(6) by pt/caregiver.